Event description:
It was reported that there was noise found on the primary and secondary vectors and small r-waves on the alternate vector of this subcutaneous implantable cardioverter defibrillator (s-ICD) system. There was oversensing of this noise which resulted in an inappropriate shock. It was noted that this patient has a left ventricular assist device (lvad). Reprogramming was discussed as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.